Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Upon troubleshooting, air bubbles were observed within the cartridge tubing. A cartridge change was performed resolving the issues. Customer's blood glucose level was 300 mg/dl.